Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 403 mg/dl at the time of incident. The customer reported that the insulin pump had recurring insulin flow blocked alarm. Customer stated that they have tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. Device received with fading serial number label. (B)(4).